Event description:
The complainant reported that a patient with cardiogenic shock underwent placement of an impella cp device after failing to improve with prior intervention. Before insertion, bilateral lower-extremity pulses were absent on doppler examination, which was attributed to known peripheral artery disease. To maintain limb perfusion, the physician placed an antegrade perfusion sheath connected to the impella access. During subsequent support, dark pink urine was observed, raising concern for hemolysis, and the impella device was repositioned. The patient was later successfully weaned from the device.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6 type of investigation codes were updated.

Manufacturer narrative:
The investigation for the hematuria has been completed. The root cause of the injury was not determined due to insufficient clinical details.